Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their weight was (B)(6) lbs. The patient reported that they have been using the implant 24/7 and never had it off except when charging. The patient reported that the implant was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was charging more than expected. Having current device replaced on (B)(6) 2013. It was stated the patient did not allege a problem, just noted they will be having the device replaced next month. Additional information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome, myofascial pain syndrome, and spinal pain on (B)(6) 2018. It was reported that the patient¿s battery went dead in 6 years because they ran it 24/7 up around 300 to eliminate their pain since they did not want to take opiates. No patient complications were reported as a result of this event.